Event description:
The customer contact reported a leak; subsequently, blood loss was noted. It was reported that blood leakage was noted between the winged female adapter and the removable clave immediately after the tubing set was attached to the point. The amount of blood loss was not specified. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.